Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and one photograph was provided for evaluation. Upon visual inspection of the photograph, it was observed that the slide clamp was on the wrong side of the space pump segment. It was difficult to determine based on the only the photograph if the space pump segment was incorrectly assembled. Based on the data from the investigation, the reported defect was confirmed. Incidents of this nature are attributed to operator oversight during the manual assembly process of the product. The operator assembled the slide clamp on the wrong side while assembling the final product. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: details of complaint (reported issue): patient came out of the operating room and writer went to place the tubing into the b braun machine and the tubing was made backwards. The green clamp was on the right side instead of left, the white part was also backwards with the two holes being on the left side instead of the right when inserting into the b braun pump. No injury reported.